Event description:
It was reported by the exactech rep that "the instrument is broken. All pieces were returned. There was no adverse action to the patient, since they were able to grab another handle, it was okay. (B)(4) was present at the surgery. There was only a 1-2-minute delay to grab another handle and all pieces of the broken instrument were accounted for.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the novation a+ 30° broach handle has been in the field since 2013. Exactech is not aware of any other related complaints dating back to 2014. (B)(4). Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 3 units, which have been in the field since 2014. Therefore, this issue does not appear to be manufacturing-related. All other aspects of the device appear unremarkable and consistent with years of use. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this novation a+ 30° broach handle, 750-2002-036a-rmr-instruments rev h, was reviewed. The risk is captured in line 12. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The failure reported was most likely the result of excessive forces applied to the release latch leading to failure of the roll pin. The design of this device was changed in (B)(4). Based on tm-2013-264, testing demonstrated that the smaller roll pin increased the fracture resistance of the latch pin under rigorous impact loading conditions. However, the test also showed that with excessive force the roll pin can fail. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any reported patient impact. An investigation was conducted that the most likely root cause of the disassembly reported in this event was likely due to excessive force applied to the release latch leading to failure of the roll pin. Information was not provided for: pt. Info.